Event description:
It was reported that following a supply change with a contact detach infusion set, the ilet user experienced elevated glucose due to an improper procedure in which the needle guard was not removed, leading to an incorrectly deployed infusion set. Symptoms included hyperglycemia reaching 490 mg/dl with headache and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.